Event description:
It was reported that upon interrogation of the vns therapy system, the output current was found to be at 0 ma when it was expected to be at 1.5 ma. The site indicated that a communication error was the cause for the unexpected change in device settings. The patient is expected to return to site to have device settings reprogrammed to the desired settings. No serious injury was reported.